Manufacturer narrative:
This is the marker FDA 3500a form for medical device reporting variance e2020002 for the essure system (p020014) submitted by bayer on 10nov2020 for the period, 01oct2020 to 31oct2020. ;a spreadsheet of MDR line-item data for the reports referenced in this report can be found on the "problems reported with essure" page of the FDA web site. ; a. Total number of reports: ; 1. By report type: 3368 serious injuries, 13 malfunctions, and 5 deaths. ; 2. By patient problem code(s): ; 1301 reports associated with patient problem code 1994: pain. ; 975 reports associated with patient problem code 3191: no code available. ; 346 reports associated with patient problem code 2121: uterine perforation. ; 307 reports associated with patient problem code 2687: foreign body in patient. ; 287 reports associated with patient problem code 3193: pregnancy. ; 251 reports associated with patient problem code 3165: device fragments in patient. ; 147 reports associated with patient problem code 2666: heavier menses. ; 114 reports associated with patient problem code 1888: hemorrhage. ; 79 reports associated with patient problem code 2601: distention. ; 68 reports associated with patient problem code 1907: hypersensitivity. ; 66 reports associated with patient problem code 1685: pain, abdominal. ; 52 reports associated with patient problem code 1962: miscarriage. ; 31 reports associated with patient problem code 2000: pelvic inflammatory disease. ; 22 reports associated with patient problem code 2001: perforation. ; 18 reports associated with patient problem code 1819: pregnancy, ectopic. ; 14 reports associated with patient problem code 1959: menstrual irregularities. ; 12 reports associated with patient problem code 1855: death, intrauterine fetal. ; 9 reports associated with patient problem code 2465: labor, premature. ; 7 reports associated with patient problem code 1987: organ(s), perforation of. ; 7 reports associated with patient problem code 2033: rash. ; 7 reports associated with patient problem code 2543: abdominal cramps. ; 5 reports associated with patient problem code 1802: death. ; 5 reports associated with patient problem code 2668: bowel perforation. ; 4 reports associated with patient problem code 1695: adhesion(s). ; 3 reports associated with patient problem code 2067: sepsis. ; 2 reports associated with patient problem code 1773: cervical changes. ; 2 reports associated with patient problem code 2330: discomfort. ; 1 report associated with patient problem code 1688: abortion. ; 1 report associated with patient problem code 1754: bruise. ; 1 report associated with patient problem code 1800: cyst(s), formation of. ; 1 report associated with patient problem code 1820: edema. ; 1 report associated with patient problem code 1865: flatus. ; 1 report associated with patient problem code 1880: headache. ; 1 report associated with patient problem code 1928: incontinence. ; 1 report associated with patient problem code 1930: infection. ; 1 report associated with patient problem code 1932: inflammation. ; 1 report associated with patient problem code 1943: itching. ; 1 report associated with patient problem code 1944: keratitis. ; 1 report associated with patient problem code 1988: overdose. ; 1 report associated with patient problem code 1991: overstimulation. ; 1 report associated with patient problem code 2171: tingling. ; 1 report associated with patient problem code 2278: urticaria. ; 1 report associated with patient problem code 2475: prolapse. ; 1 report associated with patient problem code 2553: confusion/disorientation. ; 1 report associated with patient problem code 2607: weight fluctuations. ; 3. By device problem code(s): ; 3138 reports associated with device problem code 2993: no known device problem. ; 248 reports associated with device problem code 1069: break. ; b. The average patient demographics: 34.7 year old females from the united states based on a sample size of 833 of 3386 reports where a patient age was reported. ; c. Report source: legal - all reports are from the two sources described within the essure variance letter (e2020002) dated 24apr2020. ; d. Entities submitting reports: bayer pharma ag. ; e. Device(s) involved: essure; ess205, ess305. ;an analysis of the mentioned information will be conducted periodically as described within the essure variance letter (e2020002) dated 24apr2020. ;